Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device expulsion ("showed foreign body (essure) inside the uterus") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure (ess205) (batch no. 623317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: expired device used "expiry date: (B)(6) 2007, insertion date: (B)(6) 2007". The patient's past medical history included multigravida, parity 4 ((B)(6) 1996, (B)(6) 2001, (B)(6) 2003 and (B)(6) 2007), abdominal pain lower, tenderness, tenderness and abdominal pain. Concurrent conditions included overweight, condom, menorrhagia, uterine adhesions, non-smoker, cramp in lower abdomen, fatigue, dizzy, dysuria, blood in urine, blood in urine, vulvovaginal swelling, burning micturition, genital itching, pyelonephritis and vulval irritation. Concomitant products included anaesthetics (anesthesia) and medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with antibiotics and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure. At this point,cannot exclude misplaced essure coil piercing the uterus wall. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion, ultrasound pelvis - on (B)(6) 2010: foreign body inside her uterus, ultrasound scan - in (B)(6) 2007: total bilateral occlusion. Reports all test were negative. In ultrasound showed that myoma is very small and its location on (B)(6) 2007 patient had radiology interpretation resulted in enlarged uterus with heterogeneous material in endometrial canal, doesn't appear as simple fluid, l ovary with small follicle r ovary not visualize. On (B)(6) 2007 patient had computerized tomography resulted in seven weeks postpartum, abdominal pain. Elevated white blood cell count. Uterus is enlarged and heterogeneous, may be related to recent pregnancy. Increased density is identified the myometrium surrounding the endometrium. Correlation is advised with sonography. Right ovary is difficult to differentiate from the uterus. Prominent parametrial vessels, particularly on the left. Small follicle in the left ovary. Mild enlargement of the liver, nonspecific. Diastases of the rectus abdominis muscles. Enlarged and heterogeneous uterus may be related to recent pregnancy however perform ultrasound to further evaluate uterus. Small follicle in the left ovary. Right ovary is difficult to differentiate from the uterus. On (B)(6) 2007 patient had ultrasound resulted in mildly enlarged postpartum uterus. Very minimal fluid within the cavity. A stripe measures about 5 mm in thickness. The right ovary is not seen. No adnexal mass or significant free fluid. Unremarkable post-partum ultrasound examination of pelvis. On (B)(6) 2007 patient had hysterosalpingogram resulted in the preliminary film of the pelvic area shows the essure devices bilaterally projected over the expected areas of the proximal fallopian tubes. After injection of contrast into the uterine cavity with water soluble contrast material there is filling of the uterine cavity which appears normal. There is no contrast seen in the fallopian tubes. This is consistent with occlusion of the fallopian tubes by the essure devices. On (B)(6) 2015 patient had ultrasound resulted in reports still experiences cramping. Worse with menses. Reports menses are heavy changing multiple pads on first two days. Lasts for 5 days. Notes fatigue, sometimes dizzy on her period days. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("showed foreign body (essure) inside the uterus") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure (ess205) (batch no. 623317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: expired device used "expiry date: 28-aug-2007, insertion date: (B)(6) 2007". The patient's past medical history included multigravida, parity 4 ((B)(6) 1996, (B)(6) 2001, (B)(6) 2003 and (B)(6) 2007), abdominal pain lower, tenderness, tenderness and abdominal pain. Concurrent conditions included overweight, condom, menorrhagia, uterine adhesions, non-smoker, cramp in lower abdomen, fatigue, dizzy, dysuria, blood in urine, blood in urine, vulvovaginal swelling, burning micturition, genital itching, pyelonephritis and vulval irritation. Concomitant products included anaesthetics (anesthesia) and medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with antibiotics and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure. At this point,cannot exclude misplaced essure coil piercing the uterus wall. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: foreign body inside her uterus. Ultrasound scan - in (B)(6) 2007: total bilateral occlusion . Reports all test were negative. In ultrasound showed that myoma is very small and its location. On (B)(6) 2007 patient had radiology interpretation resulted in enlarged uterus with heterogeneous material in endometrial canal, doesn't appear as simple fluid, l ovary with small follicle r ovary not visualize. On (B)(6) 2007 patient had computerized tomography resulted in seven weeks postpartum, abdominal pain. Elevated white blood cell count. Uterus is enlarged and heterogeneous, may be related to recent pregnancy. Increased density is identified the myometrium surrounding the endometrium. Correlation is advised with sonography. Right ovary is difficult to differentiate from the uterus. Prominent parametrial vessels, particularly on the left. Small follicle in the left ovary. Mild enlargement of the liver, nonspecific. Diastases of the rectus abdominis muscles. Enlarged and heterogeneous uterus may be related to recent pregnancy however perform ultrasound to further evaluate uterus. Small follicle in the left ovary. Right ovary is difficult to differentiate from the uterus. On (B)(6) 2007 patient had ultrasound resulted in mildly enlarged postpartum uterus. Very minimal fluid within the cavity. A stripe measures about 5 mm in thickness. The right ovary is not seen. No adnexal mass or significant free fluid. Unremarkable post-partum ultrasound examination of pelvis. On (B)(6) 2007 patient had hysterosalpingogram resulted in the preliminary film of the pelvic area shows the essure devices bilaterally projected over the expected areas of the proximal fallopian tubes. After injection of contrast into the uterine cavity with water soluble contrast material there is filling of the uterine cavity which appears normal. There is no contrast seen in the fallopian tubes. This is consistent with occlusion of the fallopian tubes by the essure devices. On (B)(6) 2015 patient had ultrasound resulted in reports still experiences cramping. Worse with menses. Reports menses are heavy changing multiple pads on first two days. Lasts for 5 days. Notes fatigue, sometimes dizzy on her period days. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received. Lot number added. Onset date added for the event: fatigue. Lab data added. Device removal date added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.